Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5092451) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('unexplained stabbing pains in pelvic area') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included cetirizine hydrochloride (zyrtec), cimetidine (tagamet) and valsartan. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), menorrhagia ("heavy prolonged menstrual cycle/ passed a large clot"), coital bleeding ("bleeding after sex"), rash ("skin rashes"), hypersensitivity ("allergic reactions"), arthralgia ("joint pain"), visual impairment ("vision impairment"), sensitive skin ("skin sensitivity"), disturbance in attention ("unable to focus"), fatigue ("fatigue"), dyspnoea ("difficulty breathing"), asthma ("asthma"), sleep disorder ("severe incidences while sleeping"), alopecia ("excess hair loss"), abdominal distension ("severe bloating"), constipation ("constipation"), skin indentation ("an indent on one side of stomach that just appeared one day"), muscle spasms ("muscle spasm in the area of fallopian tubes"), paraesthesia ("tingling in hands, arms"), hypoaesthesia ("numbness in hands and arms occurring while asleep"), genito-pelvic pain/penetration disorder ("vaginal cramps similar to contractions while giving birth") and vitamin d deficiency ("vitamin d deficiency") and was found to have weight increased ("weight gain with difficulty losing weight"). The patient was treated with surgery (required intervention). At the time of the report, the pelvic pain, back pain, menorrhagia, coital bleeding, rash, hypersensitivity, arthralgia, visual impairment, sensitive skin, disturbance in attention, fatigue, dyspnoea, asthma, sleep disorder, alopecia, abdominal distension, constipation, skin indentation, muscle spasms, paraesthesia, hypoaesthesia, genito-pelvic pain/penetration disorder, weight increased and vitamin d deficiency outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, asthma, back pain, coital bleeding, constipation, disturbance in attention, dyspnoea, fatigue, genito-pelvic pain/penetration disorder, hypersensitivity, hypoaesthesia, menorrhagia, muscle spasms, paraesthesia, pelvic pain, rash, sensitive skin, skin indentation, sleep disorder, visual impairment, vitamin d deficiency and weight increased to be related to essure. The reporter commented: ¿an intervention was mentioned but not specified and/or assigned to one of the events.¿ quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5092451) on 03-feb-2020. The most recent information was received on 03-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('unexplained stabbing pains in pelvic area') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included cetirizine hydrochloride (zyrtec), cimetidine (tagamet) and valsartan. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), menorrhagia ("heavy prolonged menstrual cycle/ passed a large clot"), coital bleeding ("bleeding after sex"), rash ("skin rashes"), hypersensitivity ("allergic reactions"), arthralgia ("joint pain"), visual impairment ("vision impairment"), sensitive skin ("skin sensitivity"), disturbance in attention ("unable to focus"), fatigue ("fatigue"), dyspnoea ("difficulty breathing"), asthma ("asthma"), sleep disorder ("severe incidences while sleeping"), alopecia ("excess hair loss"), abdominal distension ("severe bloating"), constipation ("constipation"), skin indentation ("an indent on one side of stomach that just appeared one day"), muscle spasms ("muscle spasm in the area of fallopian tubes"), paraesthesia ("tingling in hands, arms"), hypoaesthesia ("numbness in hands and arms occurring while asleep"), genito-pelvic pain/penetration disorder ("vaginal cramps similar to contractions while giving birth") and vitamin d deficiency ("vitamin d deficiency") and was found to have weight increased ("weight gain with difficulty losing weight"). The patient was treated with surgery (required intervention). At the time of the report, the pelvic pain, back pain, menorrhagia, coital bleeding, rash, hypersensitivity, arthralgia, visual impairment, sensitive skin, disturbance in attention, fatigue, dyspnoea, asthma, sleep disorder, alopecia, abdominal distension, constipation, skin indentation, muscle spasms, paraesthesia, hypoaesthesia, genito-pelvic pain/penetration disorder, weight increased and vitamin d deficiency outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, asthma, back pain, coital bleeding, constipation, disturbance in attention, dyspnoea, fatigue, genito-pelvic pain/penetration disorder, hypersensitivity, hypoaesthesia, menorrhagia, muscle spasms, paraesthesia, pelvic pain, rash, sensitive skin, skin indentation, sleep disorder, visual impairment, vitamin d deficiency and weight increased to be related to essure. The reporter commented: ¿an intervention was mentioned but not specified and/or assigned to one of the events.¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.